Event description:
According to the reporter, during a vats procedure, the needle fell out of the instrument during the passing of needle through tissue. Nothing was left in the patient. A new device was used in order to resolve the issue. No patient injury.